Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: we received 108 sutures of catgut simple 3/0 (3) hr26 75cm in closed packaging. There are no previous complaints of this code/batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in OEM stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. The samples received were subjected to a visual inspection which shows that the sutures are not in sterilization solution, because of a failure during the manufacturing process, which can not be identified at the time of product release, only after some time. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: corrective action initiated and implemented.

Event description:
Country of complaint: (B)(6). No liquid in cassette.